Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. Additional update received: surgery date (B)(6) 2021. Device used was a echelon reload blu (not green ) with unk lot used with an echelon powered, unk code and lot. It was indicated that in all cases the leak occurred on the third / fourth day. In all cases, the leak occurred on a latero-lateral anastomosis in right hemicolectomies patient was treated and event resolved in a conservative way. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? No. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 4. How was the leak identified? By symptoms, laboratory test and tc scan. What was observed at the site of the leak upon reoperation? No reoperation. How was the leak addressed? Antibiotic. Please provide a timeline of the event. Surgery (B)(6) 2021. Where there any staple formation issues noted throughout the care of the patient? Not reported. Does the surgeon believe the complications experienced is directly attributed to the stapler or were there other contributing factor such as patient tissue condition? Stapler.

Event description:
The surgeon reports having had 5 anastomotic leaks following the use of ecr60g all on right hemicolectomy surgeries. The surgeon noted an increase in cases of unusual leaks, in the months of (B)(6), in the 30 days he had 5 anastomotic leaks in the post-operative period. He doubts that it may have been due to a batch of refills, but it was not possible to trace the batch. No problem occurred intraoperatively.